Event description:
The customer reported that the system displayed a no settle error message and the alarm sounded after fluoroscopy. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The system was extensively tested, required a monoblock that was no longer available, and is unable to be repaired.